Event description:
It was reported that, "when the nurse was doing the functional check, she cut her hand with the burr on the device. The burr came off from the main body and the nurse lost it."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.